Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 22 mmol/l (396 mg/dl) and ketones present, while wearing the pod on the leg between 1 and 4 hours. At the hospital, the patient was administered a manual insulin injection utilizing a pen.